Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. Analysis was unable to perform the displacement test and occlusion test due to missing retainer. The pump was also received with missing reservoir tube o-ring, scratched case and minor scratched lcd window. The test infusion set and reservoir does not lock in place due to missing retainer.

Event description:
The customer reported via phone call the insulin pump damaged. The customer¿s blood glucose was 81mg/dl at the time of incident. The customer reported that its been about a month since it started popping off. The customer stated that the region where the reservoir goes, the top of the compartment, keeps popping off. Customer stated the clear part of the reservoir compartment right before one can turn to lock it in pops off. The customer reported that the reservoir can still lock into place. The customer reported that they cannot read the pump screen and pump was not functioning as designed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.